Event description:
A nurse injector reports a pt who was double skin tested in 1994 and then skin tested again in 1997. The pt has received multiple treatments with bovine collagen each year for acne scars and nasolabial fold correction. In 2000 the pt was injected with collagen in the lower left nasolabial fold. There was an immediate blanch with subsequent ischemia just above the injection site. The injector withdrew the syringe, massaged and applied a warm compress. The procedure was terminated and the office physician was consulted. The pt was instructed to use warm compresses and take advil every 4 hours while awake and to return in 3 days. The pt was seen again 3 days later, and the area had begun to scab over. The pt asked to have the other nasolabial fold corrected and was receiving a collagen injection in the lower right nasolabial fold and experienced another sudden blanch just above the injection point. The injector again withdrew, massaged the area, and applied a warm compress. The injector called in the physician to assess the event. The physician diagnosed vascular compromise with necrosis on the left side and vascular compromise with probable necrosis on the right side.